Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ optima the injector was difficult to withdraw.

Manufacturer narrative:
Investigation summary: one picture was received showing the injector attached to the protector. A device history review was performed for reported lot 1805701, no deviations or non-conformance's related to this issue were identified. Functional test was performed on three (3) samples (*). The injector was connected to a syringe and attached to the protector + vial, following instructions explained in the IFU. The expansion chamber inflates properly in all cases. It was possible to withdraw liquid in all cases even though is confirmed that withdraw is difficult. (*) related complaint was investigated at the same time. No issues detected related to the protector (28 samples taken for investigation). Expansion chamber worked properly. No leak found. Inspections and tests according to ph-321, visual inspection of injectors takes place during manufacturing process. (The correct assembly of the components and the absence of foreign matter are verified). A situation analysis (sa# mps-19-1349-sa) was initiated for the injector complaints with further details related to the investigation: ¿it was observed that lubrication in the membrane pocket and cannula may have migrated into the cannula and potentially occluded the flow location. The batches that demonstrated difficulty in aspirating were then evaluated for lubrication consistency. Several batches demonstrated similar gellike appearance and have been placed on a global hold (e.g. Injector lot #1805701). Remaining batches were not placed on global hold because they didn't demonstrate difficulty in aspiration.¿

Event description:
It was reported that during use of the bd phaseal¿ optima the injector was difficult to withdraw.

Event description:
It was reported that during use of the bd phaseal¿ optima the injector was difficult to withdraw.

Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our MDR reporting criteria. No flow during medication preparation may lead to customer dissatisfaction or a delay in preparation as a new connector is required but it is unlikely to lead to any degree of harm/serious injury.